Event description:
Information was received from a consumer regarding a patient receiving fentanyl 35mg/ml at 31.008mg/day and clonidine 3.0mg/ml at 2.6578mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient¿s medical history included colon surgery in (B)(6). Per the patient this started all the problems. The patient stated the pump had moved. Per the patient this occurred about a year ago. The pump had been implanted higher up and that gravity has made it move down. It was pulling down on the skin. The patient was inquiring if they could have a tummy tuck. At this time the patient had the highest doses allowed. No further patient complications were reported.